Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 48 mg/dl compared with the sensor glucose reading of 142 mg/dl. The customer also reported a lost sensor alarm, a sensor error alarm, and a cal error alert. The customer was sent test plugs to perform the test plug procedure. The customer's sensor was replaced, and was advised to return the sensor back for analysis. The insulin pump was not replaced or returned.